Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the laparoscopic inguinal hernia total extraperitoneal procedure, when the mesh was being placed through the trocar the grey rubber valve became dislodged. To complete the procedure, another device was used. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.